Event description:
It was reported that the customer contacted support stating that the connector had broken and that no connectors were received with the most recent supply shipment. The customer was unsure how the connector broke, and the lot number was not available. The customer reported a blood glucose level of 346 mg/dl and stated they would switch to insulin pens until replacement connectors were received. The customer reported negative ketones, no adverse effects, and did not require third-party or medical assistance. The shipping address was updated, and a replacement box of connectors was arranged to be shipped with overnight delivery. Follow-up with the supplier was planned to obtain additional information regarding the missing connectors from the prior shipment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.